Event description:
The customer reported that the insulin pump alarmed, then the display went blank. Troubleshooting was performed, and the display came back up. The insulin pump passed the self test, but later, the display went blank again. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the alarms due to ther blank display.